Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for clarification on the statement ¿the physician decided to replace the ins¿ and if this was done during the same procedure as the power on reset (por,) was first noticed or if it required an additional surgery to re-open the pocket and replace the new enterra ins, the rep replied that ¿this was done during the same procedure as the por.¿ the rep stated that this device had been implanted and removed on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown gastric indications for use. It was reported that the physician was performing an ins replacement, and upon interrogating the ins with the clinician programmer intra-operatively to perform an impedance measurement, they encountered a power-on-reset (por) message. The physician attempted to reach the manufacturer representative, however, they were unable to take the call due to being on an airplane. When they were able to follow up with the physician, the physician decided to replace the ins. Possible reasons for the por were discussed, and the representative indicated the physician uses monopolar cautery. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that the cause of the por was unknown, but electromagnetic interference (emi) was suspected from possible cautery or other emi in the room.